Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, the touchscreen of the ventilator device is physically damaged. It's unknown whether the device was accidently dropped or had an impact that resulted in cracks on display front. A picture shows the damage, and it appears that the screen was subjected to a point load from which the cracks spread across the screen. When this was noticed, the ventilator was not in use to ventilate a patient (reference customer record on (B)(6)2024). No further details about when and how this happened was reported to hamilton. It was not reported whether alarms were triggered. The device log files (service log, error log, event log) are not properly uploaded in hamilton's system and therefore useless. There is no patient involvement reported (reference customer record on (B)(6)2024). There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, the touchscreen of the ventilator device is physically damaged. It's unknown whether the device was accidently dropped or had an impact that resulted in cracks on display front. A picture shows the damage, and it appears that the screen was subjected to a point load from which the cracks spread across the screen. - when this was noticed, the ventilator was not in use to ventilate a patient (reference customer record (B)(6) 2024). No further details about when and how this happened was reported to hamilton. - it was not reported whether alarms were triggered. - the device log files (service log, error log, event log) are not properly uploaded in hamilton's system and therefore useless. - there is no patient involvement reported (reference customer record (B)(6) 2024). - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.